Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's representative that since implant "they have not been able to get their heart rate above seventy no matter what". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.